Manufacturer narrative:
Investigation is ongoing. Device not expected back. Device not expected back.

Event description:
As reported on an implanted 29 mm sapien valve in a surgical valve in mitral position in 2005, the valve was explanted. A redo mitral valve replacement with direct implant of 29 mm sapien 3 valve in the mitral position was performed. Per medical records received, the transesophageal echocardiogram tee showed left ventricle (lv) ejection fraction (ef) 70-75% abnormal bioprosthetic mitral valve with moderate to severe regurgitation. Bioprosthetic mitral valve with flail pseudo posterior leaflet and resultant severe torrential mitral regurgitation. There is either no or low-grade mitral prosthesis stenosis.